Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that it was inadvertently noted that a death or serious injury occurred. There was no death or serious injury.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that there was no impact to the patient.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735736, serial/lot #: unknown, ubd: unknown, UDI#: unknown. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess). It was reported that the surgeon experienced inaccuracy of 4-5 millimeters to the right side of the turbinates. The surface accuracy was not compromised. The inaccuracy was present with the curved and straight suctions and the ostium seeker. The area of inaccuracy was within the yellow zone of accuracy and had a 1.4 millimeter metric. The procedure was completed without the use of the navigation system. There was a reported delay to the procedure of less than one hour due to this issue. It was indicated that there was a death or serious injury. Follow-up is being conducted for more information.